Event description:
The pt reported stimulation has been ineffective. The pt advised if she increases stimulation too high, it is felt in her ribs and causes discomfort. Follow up info revealed there were no anomalies identified from initial x-ray imagery. The physician prescribed a medrol pack for possible swelling and instructed the pt to return in two weeks. Add'l x-rays were performed two weeks later and the physician suspects possible lead migration. Add'l follow up info revealed that reprogramming effectively resolved the issue and no further intervention is required at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.